Event description:
It was reported that post-paced t-wave oversensing was noted on the device via review of remote transmission. Programming changes were discussed but not made at this time. No patient symptoms were reported.